Event description:
Reporter alleged obtaining discrepant blood glucose results of 349 mg/dl back to back with a result of 134 mg/dl when testing was performed less than 10 mins apart on the advantage system. No info was provided in regards to treatment. A request was made for the return of the suspect device and replacement product was sent.